Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states that the customer received motor error alarm and compromised force sensor system alarm. The customer's blood glucose level at the time was 234mg/dl. Troubleshoot was conducted. Multiple motor error and compromised force sensor system alarms were noted in the pump's alarm history. The customer was advised the pump would have to be replaced and returned for analysis.